Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A device history review confirmed that no abnormalities were reported with this product during manufacture. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During hip arthroscopy procedure, it was reported that the surgeon asked for two anchors. He inserted one and the anchor snapped and a piece dislodged from the inserter. Surgeon was hesitant to use the other anchor so instead used two - 2.3mm osteoraptors as an alternative. Additional information received indicated that the site was prepared using a burr and 1.7mm drill and that the broken piece was removed from the patient. The procedure was able to be completed successfully using the osteoraptors in the same bone site. There was a delay of only a few minutes to the procedure. The patient was noted to be okay post-procedure. The patient had very good bone quality.